Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v5050 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle does not reach the cutting edge. The inner needle stops at approximately half port. The cutter was not performing as intended. Report 3 of 3 see 1920664-2015-00152, 1920664-2015-00153.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter was not cutting. There was no patient impact or medical intervention required.